Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantation of an implantable pulse generator (ipg) system that the right atrial (ra) lead exhibited placement difficulty and the screw was not coming out. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.